Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been analysed by vyaire technical support as well as the blower test screenshot. The root cause of failure is due to user fault. The blower was overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms, no body replaced the filters between 16/06/20-23/06/20. It was recommended to cross check with another good known blower to check the status of main electronics and update the result. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator has technical error 316 "blower failure". The customer confirmed that there was no patient involvement associated with the reported event